Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly per the physician, during the surgical intervention, there were difficulties to puncture the lcfa to insert the guide wire which led to a hematoma resulting in the sutures not properly attaching to the artery wall. Therefore, it is likely the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h10 - additional mfg narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction with the patient anatomy (friable artery) or user technique (knot tensioning angle not coaxial), knot jams in subcutaneous tissue due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to an 18f sheath and the procedure was completed. Reportedly post procedure at closing, when pulling on the blue rails to advance the knots, one of the sutures detached from the artery and it was still bleeding. Another proglide was attempted but hemostasis was not achieved. Another proglide was attempted but was not successful as the artery was still bleeding. It was decided to perform a surgical suturing to close the artery and achieve hemostasis. During the surgical intervention, it was noted that the sutures were not well placed, therefore the sutures did not attach correctly to the wall of the artery. In the beginning of the procedure, there was difficulties to puncture the lcfa to insert the guide wire which led to create a hematoma which led to the sutures not properly attaching to the artery wall. No additional information was provided.